Event description:
A surgeon reported an intraocular lens (iol) was exchanged for the same model, different power lens. In a follow up, the surgeon reported he did not feel that iol caused or contributed to the event. The event resolved following treatment (lens exchange). The surgeon reported the use of an unapproved viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated the account used an approved cartridge; however, the viscoelastic used was not qualified for use with this combination. No root cause could be identified by the investigation. Failure to follow the dfu; an unapproved viscoelastic was used. There have been no other complaints reported in the lot number. Additional information was requested on 01/30/2012 by fax and mail. A completed questionnaire was received on 02/02/2012. (B)(4).